Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the right wrist fracture procedure of the drill bit broke. It was also reported by the sales consultant reported that the procedure was completed and the outcome uneventful and that no other medical intervention was required aside from extra incision dorsally to retrieve broken drill bit. There was a ten to fifteen minute report of a surgical delay. There were no reports of patient harm, the procedure was successfully completed and all parts were retrieved. This report is 1 of 1 for complaint (B)(4).